Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2352-70, serial/lot #: (B)(4), description: linear 3-4 lead, 70cm model #: sc-8216-70, serial/lot #: (B)(4), description: artisan surgical lead, 70cm. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent a revision procedure due to the wires from the paddle lead and percutaneous leads in the cervical region causing pain in the back of the neck. One lead and suture sleeve were explanted. No device malfunction suspected. The patient was doing well postoperatively.